Event description:
The reporter contacted animas on (B)(6) 2013 indicating that there are bolus deliveries in the pump history that the patient does not believe they are programming. No additional information was available. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed evidence of multiple 8.0 unit combo boluses being programmed and delivered. During testing of the pump, no hypersensitive keypad buttons were observed. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. An 8 unit combo bolus and a 5 unit ez carb bolus were performed; both were successfully completed and accurately recorded in the pump¿s history. The complaint could not be duplicated during testing.